Event description:
During a hip replacement a yankauer tip broke off when the surgeon was suctioning the femoral canal. The surgeon attempted to retrieve the tip and was unsuccessful. The surgeon did not feel there was a threat to the patient and decided to leave the broken piece from the yankauer inside the patient. The surgeon inserted the spacer and cement and concluded the procedure.

Manufacturer narrative:
The actual sample was visually examined by production and quality assurance personnel. The yankauer exhibited no molding defects such as wall thickness or material flow lines that may account for weakness in the shaft. The actual sample had no visible stress whitening on the shaft. The yankauer appeared to be normal in all aspects. It appears the actual sample was snapped off clean with an abrupt amount of force. There was an attempt to recreate the breaking of the shaft on other yankauer samples. It was found the shaft would break only after extreme force was applied to the yankauers. The sample yankauers showed extreme stress whitening of the shaft.